Event description:
It was reported that the patient was initially going to have prophylactic generator replacement as generator was nearing end of service. A battery life calculation resulted in approximately 0.56 years remaining until end of service. It was later indicated that the patient was having an increase in seizures. Per physician's clinic notes, this is a result of the generator "starting to function at a less than ideal level". Patient underwent generator replacement in 2009. Products were returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.